Event description:
During a cervical nucleoplasty using a perc-dc convenience pack, a piece, approx 3 millimeters long, from the tip of the wand was left in the pt's cervical disc. There was no reported adverse effect to the pt.

Manufacturer narrative:
It was reported that the device will be returned for evaluation. When the device is returned, a complete investigation will be performed for the device and a review of the lot history record will also be performed.